Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The report indicated that the customer received a communication error while wearing a pod. In addition, high bgs were experienced (285-379mg/dl) despite the fact that multiple boluses were administered. The customer stated that it felt as if his bg levels were coming down after removing and replacing the suspect pod. The pod will be returned for evaluation.